Event description:
During af procedure using agilis 13 f st elevations were noticed. This was after transseptal and before mapping¿agilis 13f was across the septum into the la and hd grid had just been advanced into the la. The st elevations returned to normal shortly thereafter. The procedure continued and second st elevations were noticed after the exchange of the hd grid for the non-abbott ablation catheter. Again, the st elevations recovered to normal shortly thereafter. The physician suspected air embolism from both instances due to the sudden st elevation and decreased ejection fraction visualized by ice even though no air was visualized in the patient. He checked the agilis after the case and no abnormalities were noticed. The patient is stable.

Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.